Event description:
It was reported the device system was explanted, due to seizure activity. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
.